Event description:
It was reported that initial interrogation revealed an elective replacement indicator (eri) trip and measured battery data was 12 ua, less than 1 kohms and dashes for the battery voltage. After rebooting the programmer and clearing the eri trip, measured battery data was 2.91 v, 11 ua, less than 1 kohms. The eri byte indicated that eri had not yet been reached. After recalibrating the measured data, the data was 2.81 v, 12 ua, less than 1 kohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received . Device evaluation anticipated but not yet begun.